Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an insulin-sensitive user discontinued and returned the ilet system due to experiencing frequent and severe hypoglycemia while using the device, with the user stating the system delivered too much insulin and that boluses seemed acceptable but correction doses were problematic. Symptoms included hypoglycemia. Outcomes included device discontinuation and return for credit. Investigation included complaint handling, attempts to obtain blood glucose event details, and assessment for user training or troubleshooting, which the user declined. Investigation of this case revealed no alerts or alarms and no additional event specifics, so the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.